Event description:
According to the reporter, during a laparoscopic lung wedge resection, at the time of cutting the part of the upper lobe of the right lung, the handle and reload were fully installed, and when the device was fired, the surgeon was able to press the green button but was unable to squeeze the handle, and it did not fire. To resolve the issue, a new handle and reload were replaced and the firing was completed. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p4d1114s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.